Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 25 mm bioprosthetic aortic valve, implanted for 3 years and 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis. A 26 mm edwards transcatheter valve was successfully implanted, which was then postdilated with a 26 mm true balloon in order to crack the annul ar ring of the 25 mm magna ease valve to allow the tavr valve to fully expand. Tte was then performed, which showed no aortic insufficiency and a mean gradient across the aortic valve of only 6 mmhg, with a peak gradient of 15 mmhg. The patient tolerated the procedure well, and there was no evidence of early complications. The patient was discharged home in stable condition of pod #1.